Event description:
Customer reported a past high blood glucose (bg) event with an unknown specific highest value, indicated only as "high." Reportedly, the cartridge had been used beyond labeling. Tandem technical support educated the customer on insulin labeling. Customer resolved the high bg by administering a correction injection via multiple daily injections (mdi).